Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. Reportedly, the low cartridge alarm was not going off when the cartridge reached 20 units remaining. A review of advanced settings revealed alarm is set to high and low cartridge is set to 20 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.